Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed" and medical device monitoring error "essure used in conjunction with ablation". The patient's medical history included fibroids. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), heavy menstrual bleeding ("heavy menstrual cycle"), dysmenorrhoea ("dysmenorrhea (cramping)"), adverse event ("abnormal symptoms"), vaginal infection ("infection( bladder/ urinary tract / vaginal)"), urinary tract infection ("infection( bladder/ urinary tract / vaginal)"), cystitis ("infection( bladder/ urinary tract / vaginal)"), vulvovaginal pain ("vaginal pain") and nausea ("nausea"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, lysis of adhesions, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, back pain, heavy menstrual bleeding, dysmenorrhoea, adverse event, vaginal infection, urinary tract infection, cystitis, vulvovaginal pain and nausea outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, cystitis, dysmenorrhoea, heavy menstrual bleeding, nausea, urinary tract infection, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 (discrepancy noted as per pif). (B)(6) 2015 (per mr): procedure: laparoscopic assisted vaginal, hysterectomy, lysis of adhesions, bilateral, salpingectomy, cystourethroscopy. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: medical device monitoring error. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 01-sep-2021: mr received. Reporter information, other relevant history, event: "essure used in conjunction with ablation" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menorrhagia ("heavy menstrual cycle"), dysmenorrhoea ("dysmenorrhea (cramping)"), adverse event ("abnormal symptoms"), vaginal infection ("infection( bladder/ urinary tract / vaginal)"), urinary tract infection ("infection( bladder/ urinary tract / vaginal)"), cystitis ("infection( bladder/ urinary tract / vaginal)"), vulvovaginal pain ("vaginal pain") and nausea ("nausea"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or hysterectomy to remove the essure device). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain, back pain, menorrhagia, dysmenorrhoea, adverse event, vaginal infection, urinary tract infection, cystitis, vulvovaginal pain and nausea outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, cystitis, dysmenorrhoea, menorrhagia, nausea, urinary tract infection, vaginal infection and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 26-oct-2018: plaintiff fact sheet received: patient detail updated. Product indication updated. Device information updated. New events bladder infection, urinary tract infection, vaginal infection, nausea, dysmenorrhea (cramping), vaginal pain and device monitoring procedure not performed were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed" and medical device monitoring error "essure used in conjunction with ablation". The patient's medical history included fibroids. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), heavy menstrual bleeding ("heavy rnenstrual cycle"), dysmenorrhoea ("dysmenorrhea (cramping)"), adverse event ("abdominal symptoms"), vaginal infection ("infection( bladder/ urinary tract / vaginal)"), urinary tract infection ("infection( bladder/ urinary tract / vaginal)"), cystitis ("infection( bladder/ urinary tract / vaginal)"), vulvovaginal pain ("vaginal pain") and nausea ("nausea"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, lysis of adhesions, bilateral salpingectomy). Essure was removed on 15-jan-2015. At the time of the report, the abdominal pain, back pain, heavy menstrual bleeding, dysmenorrhoea, adverse event, vaginal infection, urinary tract infection, cystitis, vulvovaginal pain and nausea outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, cystitis, dysmenorrhoea, heavy menstrual bleeding, nausea, urinary tract infection, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008(discrepancy noted as per pif). (B)(6) 2015 (per mr): procedure: laparoscopic assisted vaginal. Hysterectomy, lysis of adhesions, bilateral. Salpingectomy, cystourethroscopy. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: medical device monitoring error quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-sep-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menorrhagia ("heavy menstrual cycle") and adverse event ("abnormal symptoms"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or hysterectomy to remove the essure device). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain, back pain, menorrhagia and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain and menorrhagia to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.